Event description:
It was reported during a catheter revision, they were going to hook up the pump segment to the spinal segment and the collet fell off of the connector. The healthcare professional (hcp) trimmed approximately 16 cm from the catheter, which included the connector that was pre-attached. A revision kit was opened and they used the connector piece to replace the piece that broke. The pump segment and the spinal segment were connected. The pump contained gablofen (baclofen).

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, implanted: 2014 (B)(6); product type catheter. (B)(4).